Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, during inspection, the cs100 intra-aortic balloon pump (iabp) alarmed loop leaks, there was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The alarm loop of the equipment leaked. The safety disk interface was leaked. After applying sealing silicone grease, the equipment's various functional parameters were tested and delivered for clinical use.